Event description:
It was reported that the nurse was unable to remove the spike of an unknown set from an intravia empty container. The bag had been filled with vancomycin. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported malfunction is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One used sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the container with 150ml of solution through the injection site. The bag was moved and squeezed to determine if there were any leaks. A spike was inserted into the other port, and the solution flowed normally through the set. During the functional test, the spike was difficult to remove from the injection site. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.